Event description:
Device 2 of 3. Ref MFR reports: 1627487-2013-03893 and 1627487-2013-03895. The pt's significant other reported the pt is not receiving effective stimulation. It was also reported the scs system has "made matters worse." Moreover, it was reported the pt has been working with the physician to resolve the issue; however, the course of action (unk) have been unsuccessful. Subsequently, the pt would like her scs system explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.